Event description:
The facility reported that, after removing the pt from the bath and assisting in dressing the pt, the carer maneuvered the pt to the sink where pt could stand. At this point, the handle on the hoist spun around very quickly, dropping the pt to the floor (approx. 2 ft.). Pt and carer were uninjured.